Event description:
Advanced bionics was informed that the patient experienced redness and skin irritation at the implant site, followed by bleeding at the internal magnet site. The patient underwent revision surgery to reposition the device. Following surgery, the patient experienced swelling at the implant site. The doctor confirmed that there was no infection present. However, the doctor reported the presence of a hematoma in the patient's implant site. Surgery to insert a drain into the incision site was successful. The patient continues to be monitored by the clinic. Advanced bionics is in the process of gathering additional information. Once more information is available, a supplemental report will be submitted.